Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the doctor decided last minute to try the new harmonic with another doctor who was assisting on her case. While the hand piece was inside the patient, the generator indicated that the tissue was held too tight. She released it but the hand piece broke leaving behind one jaw side of the teflon. The surgeon fished out the piece of teflon and we switched over to the ligasure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.